Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed a blank display because they got alert to change the battery which they did but insulin pump did not turn on. Customer reported that cleaned the battery cap and dried it after which they inserted new battery and display returned. But when customer performed self test the insulin pump failed. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.